Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) bacterial peritonitis with culture positive for e. Coli and gram negative organism coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. In (B)(6) 2008, the patient began treatment with dianeal pd4 ultrabag (4l, frequency not reported) and extraneal viaflex (2l, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced bacterial peritonitis from an unknown cause. It was not reported whether the patient was hospitalized or if treatment was rendered. It was not reported whether the event of bacterial peritonitis with culture positive for e. Coli and gram negative organism resolved or whether dianeal pd4 ultrabag or extraneal viaflex therapies were ongoing. The nurse stated that the event of bacterial peritonitis with culture positive for e. Coli and gram negative organism was not related to dianeal pd4 ultrabag or extraneal viaflex therapies.